Event description:
It was reported that: "a fire ignited during a nasal cauterization for a severe, bilateral epitaxis...pt. Under IV sedation & rec'd superficial burns...pt's oxygen level began to drop during procedure so oxygen was cranked up to 15l/min by mouth because of nasal procedure..flames protruded from nose, ignited drapes which caused the superficial burns."